Event description:
During repair of an infrarenal abdominal aortic aneurysm, an 18 fr gore introducer sheath was removed from the left external iliac artery. The sutures from a previously placed perclose proglide suture-mediated vessel closure system were accidentally removed along with the sheath. To control blood loss, the physician reinserted the sheath and continued with the procedure. The pt's infrarenal aortic aneurysm was successfully repaired. To repair the damaged left external iliac artery, the physician implanted a surgical graft (type unk) from the left external iliac artery to the left profunda femoris artery. The pt lost a large amount of blood, but tolerated the procedure. The 18 fr gore introducer sheath was discarded and will not be returned to gore.